Event description:
It was reported that after a vns generator change the patient was noted to have obtained a blood clot in their left subclavian vein. It was noted that an ultrasound was performed and they had saw something, "as if wire is running through the vein". The patient was put on medication to get rid of the blood clot. No other relevant information has been received to date.

Event description:
Later, an assessment was provided by the patient's following physician. It was indicated that the cause of the blood clot is related not related to vns/vns surgery. It was noted that the vascular surgery team hypothesized that the presence of the vns lead led to subclavian vein [illegible] on the left. The following physician stated that there is no evidence of the patient's vascularity being compromised by the patient's lead, as supported by ultrasound imaging. No other relevant information has been received to date.